Event description:
It was reported that drops slowly came out during tubing fill and cartridge visibly struggled to push insulin out. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge before contacting support, then resumed insulin deliveries, and no additional corrective actions were documented.